Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No device was returned for investigation. The device remains implanted. At the consumer's request, the surgeon was not contacted. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a consumer reported having secondary glaucoma due to the lens touching the iris. At the consumer's request, the surgeon was not contacted.